Event description:
A voluntary MDR report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that readings were very far off from the 20% as they say it. No data was provided for evaluation the complaint confirmation and probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).